Event description:
Procedure type: anastomosis. According to the reporter: during use of an anastomosis on a colon, the operator followed the procedure properly, but after stapling, when the device was untightened, the anastomosis opened completely. The operator noticed, when removing the instrument, that there were no staples on the donuts nor on the staple line. The surgeon had to cut another section of rectum, and use a second device to re-staple.

Manufacturer narrative:
(B)(4).